Manufacturer narrative:
The following were reviewed as part of this investigation: sample evaluation, patient severity, complaint and lot history review, applicable previous investigation(s), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed and the cause appeared to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split in the catheter shaft was observed between the 2-3cm depth markings. The catheter split was indicative of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) the split was centered about a permanent kink impression at the same location an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that the PICC was placed on (B)(6) 2019. The patient received 15 doses of antibiotics. It was stated that on dose # 15 of antibiotics a nurse noticed and infiltration approx. 2 cm above the insertion site. The PICC line was removed by house supervisor. A hole in the PICC line was found 1.5 cm down from the insertion site.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx1865 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed on (B)(6) 2019. The patient received 15 doses of antibiotics. It was stated that on dose # 15 of antibiotics a nurse noticed and infiltration approx. 2 cm above the insertion site. The PICC line was removed by house supervisor. A hole in the PICC line was found 1.5 cm down from the insertion site.